Manufacturer narrative:
One device was returned for analysis. Visual inspection found, a detached downstream occlusion seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was, due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted, which indicated all inspections were completed. And no issues were noted, during manufacture.

Event description:
It was reported, that the pump exhibited a continuous beeping occlusion. There was no patient involvement. No patient injury was reported.